Manufacturer narrative:
The cause for the discordant ipth results is unknown. Siemens healthcare diagnostics is investigating. The IFU states under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Sixteen patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
A false high advia centaur xp ipth result was obtained on a patient sample. The result did not match the patient's clinical picture. The patient sample was repeated on an alternate method and the result matched the patient's clinical picture. The patient sample was also tested for scanti bodies by using a heterophile treatment and the result obtained was lower for the advia centaur xp ipth. The alternate method result was reported to the endocrinology specialist. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00197 on november 3, 2016. On 12/22/2016 additional information: the patient sample was collected on plasma preparation tube (ppt) that contains edta and a gel for separation and tested. Siemens did not validate the bd plasma preparation tube (ppt) tube. There is no sample available for further testing and investigation. Siemens cannot rule out a sample specific issue for the elevated results on the advia centaur xp. The cause may be due to some unidentified interference. Please note the interferent may not necessarily be due to a heterophile but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states under the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."